Event description:
The pt underwent surgery for a permanent scs system implant on (B)(6) 2013. It was reported the pt complained of pain all over her body postoperative. It was reported she also experienced incontinence and had difficulty moving her legs. The physician reported the pt was incoherent and a dural tear had not occurred during the procedure. The physician decided to remove the system. The explanted device will not be returned to the MFR. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.